Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm replaced the glass portion of the blood tubing that was broken during the preventative maintenance (pm). The stm installed pm kit and replaced safety disk as a part of pm. The stm also replaced expired batteries. The stm completed pm with all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cs300 intra-aortic balloon pump, the stm broke the glass section of the blood detect tubing. There was no patient involvement; thus no adverse event was reported.